Event description:
This dispensing system seems to have a very fragile interface with the pharmacy computer system and the two do not "talk" to each other on a regular basis. About every 3 days this happens. When this happens the nurses are forced to ask a pharmacist or a pharmacy technician to over-ride mode the pharmacy that are to be dispensed. In the over-ride mode the pharmacy employee is unable to see the pt's medications and is unaware of allergy or other important medical info. As a matter of fact rptr does not think that these dispensing machines collect allergy or sensitivity info on the pts which presents another problem, the machine should provide an alert that the medicine that is being removed may cause a problem for the pt. In rptr's opinion these machines pose a real health risk to the pt. Some sort of governmental oversight into the safe dispensing from these machines is needed.